Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet was assumed by the physician to be related to patient conditions and due to anatomy of the pml. A cause for the pericardial effusion cannot be determined. Mitral valve insufficiency/ regurgitation appears to be due to the slda. Pericardial effusion and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4.a mitraclip xtw was advanced to the valve and was deployed successfully. On (B)(6) 2023, the was noted to be detached from the posterior leaflet (single leaflet device attachment (slda)) on postoperative transesophageal echocardiogram (tee). Mr was recurrent grade 4. On (B)(6) 2023, a mitraclip xt was then attempted to be implanted to stabilize the slda. The patient presented with a pre-existing pericardial effusion of 200-300 milliliters (ml). During placement the patient became increasingly unstable. The patient became more hypotensive and developed tachyarrhythmia absolute with 150 beats per minute (bpm). The patient was given 150 mg amiodaron administered after valve passage. The blood pressure continued to fall and the patient was in cardiogenic shock. Grasping was completed with the mitraclip, and the patient developed asystole. Cardiopulonary reanimation is started. After three minuets of cardiopulmonary resuscitation (CPR) and 3 mg of suprarening, rosc (return of spontaneous circulation) occured. Leaflet insertion was then completed and the clip was deployed. After deployment the patient developed asystole again. CPR was performed for five minutes, with return to rosc. After reanimation, the ejection fraction (ef) was limited to approximately 45%. Since there was still a tachyarrhythmia absolute with 160/min, and the blood pressure was 78/48 mmhg, cardioversion was performed. Mr was reduced was to trace. The pericardial effusion has increased and the patient remained hemodynamically unstable, so pericardiocentesis was performed where 700ml of blood was drained. The patient was intubated and ventilated and transferred to the intensive care unit (ICU) under catecholamine medication. The patient was reported to be hemodynamically stable with the pericardial drainage in place. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.